Manufacturer narrative:
Further information about this incident has been requested from the customer, no response has been received from the customer to date. Product has been returned to gort and will be sent to jj mechatronic a/s for further investigation. The complaint log has been reviewed over a period of 12 months for this product line. 1 similar complaint has been received, no trend has been observed.

Manufacturer narrative:
Further information about this incident has been requested from the customer, (serial number, product return etc.) The risk of this complaint was reviewed under (B)(4). Hazard and harm associated with physical injury was identified. Hazard ID 6.6: fault in cart arm causes it to fall unexpectedly while equipment is attached to patient. Effects (harm): patient or operator injured. The residual risk found was 3. The residual risk was found to be acceptable based of the risk benefit rationale. Justification for not providing below information and applicable sections: patient information - no patient injury initially reported, device malfunction occurred. Serial # - information not available at the time of the report, this will be submitted in the follow up report. UDI - information not available at the time of the report, this will be submitted in the follow up report. Expiration date - information not available at the time of the report, this will be submitted in the follow up report. If implanted date - medical device is not implantable. If explanted date - the medical device is not implantable. Manufacture date - information not available at the time of the report, this will be submitted in the follow up report. If remedial action initiated , check type - this section is not applicable as no remedial action was initiated.

Event description:
The spring in the arm of the g4 system is defect. The customer indicated that arm did not keep its position. The arm drops as soon as they let it go.

Manufacturer narrative:
After the part was returned to jj mechatronic a/s it was found that this part was supplied by a former supplier, this part was manufactured circa 2008 by kurt hansen projekt a/s. Natus is no longer affiliated with this supplier and as this device is over 10 years old it has reached end of service and the part cannot be investigated by the supplier. There is no further information to complete the investigation and therefore the case has been closed. Replacement part has been sent to the customer in order to rectify the issue by our current supplier. Natus has sent a questionnaire looking for further information and missing information to complete this report (e.g date of event, serial number, etc.), the customer informed natus they are unable to fill out the questionnaire.